Manufacturer narrative:
It was reported that after 2 months from stent implantation, it was found that stent was fractured. Parts of fractured stent were not possible to be removed and other fractured part in the stomach was removed to finish the treatment. It was impossible to review suspected device's DHR, because it was not confirmed serial no. Duodenal structure where stent was implanted is curvy. Stent can be pressured due to patient's lesion status. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. According to complaint product description, apc was used to ensure the lumen inside. Another dctxxxxbp (this stent) was additionally placed. Stent might be pressured and fractured due to patient's lesion. However, it is hard to find out exact root cause for this complaint because the suspected device was not returned. Also it is difficult to reconstruct the situation at the time of procedure with limited information. Since it is impossible to review DHR, it is difficult to judge fracture by device malfunction. It is considered that the ingrowth was severe because apc was used with every stents implantation; stent fracture occurred due to patient's lesion. The suspected device is not registered in the us and we will continuously monitor whether similar or same complaint occurs.

Event description:
On (B)(6) 2014 ddtxxxx was implanted to a patient with pyloric stenosis. On (B)(6) 2016 (date unknown): due to food residue as well as ingrowth, apc was used to cauterize and ensure the lumen inside. Also, another ddtxxxx was additionally placed. On (B)(6) 2016 (date unknown): just like back in (B)(6), apc was used to ensure the lumen inside. Another dctxxxxbp (this stent) was additionally placed this time. On (B)(6) 2016 patient experienced vomiting. Test results confirmed that dctxxxxbp had fractured at the flared part, which was found inside the stomach. Also, stents covering the site of stenosis have all dislodged off the lesion. On (B)(6) 2016 since dislodged stents (now positioning closer to 2nd - 3rd portion) were already went over the site of stenosis, they were not possible to be removed. Another non-nitis stent was added stent-in-stent and fractured part in the stomach was removed to finish the treatment. There were no bleedings or perforations confirmed as a result of this event. Patient status: now recover.